Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that the device was smoking and had an electrical burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation 2 device. There is an allegation that the device was smoking and had an electrical burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a product investigation laboratory (pil). Pil performed an external and internal inspection of the device and observed the following: pil detected an odor when removing the water tank from the unit. Air filter was discolored (indicative of wear). Back of display had brown and black burn marks on it. Q2 and its surrounding area of the pca was blown and was black charred, indicating potential water ingress on the pca (printed circuit assembly). Multiple spots of corrosion on the pca (indicative of water ingress). Blower motor had dust-like contamination on it and potential mineral deposits on the bottom of the blower motor, indicating potential water ingress. Pil can confirm the presence of multiple contaminants that are likely from an external source. Pil was able to confirm the complaint of an electrical burning smell caused by the thermal event on the pca.